Event description:
It was reported a patient treated for a mandible fracture approximately 18 months ago developed a nonunion and had delayed healing. The surgeon confirmed through x-ray there was broken hardware and explanted the hardware. The patient¿s treatment included debridement, bone graft and a new rigid fixation. Patient was treated with antibiotics and is reportedly doing well. This report is for the unknown recon plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the recon plate, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.